Manufacturer narrative:
It was noted that the insulin pump was received with a cracked battery tube thread, a broken belt clip slot, a broken reservoir tube lip, a cracked case near the display window corners, a severely scratched display window, and a stripped battery cap coin slot. (B)(4).

Event description:
The customer reported via phone call that a piece of plastic was missing off the case of the insulin pump. Customer's blood glucose was 182 mg/dl at the time of the incident. Customer reported that he was changing out his battery and the case chipped the top of the battery compartment. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.